Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is "unknown".

Event description:
It was reported " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block were discovered. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. A CAPA was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue.